Event description:
It was reported to philips that the system did not turn on. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. A field service engineer (fse) inspected the system onsite and confirmed the reported issue. The fse found that the power distribution unit (pdu) fan tray and direct current power supply (dcps) were defective and replaced it. However, the issue still persisted. Further troubleshooting revealed a defective fuse on the power distribution unit. To resolve the issue, the fse replaced the fuse. The system was returned to use in good working order and ready for clinical use. During investigation, it was identified that the detector issue is unrelated to the reported boot-up issue and is being handled as a separate, non-reportable complaint. An analysis of the log file showed a malfunctioning pdu fan tray and dcps, confirming the reported malfunction. The pdu fan tray was returned for failure analysis. Testing was performed, and it was identified that the interconnection board (pcba), the power supply unit, and its mains input cable were found to be defective. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Manufacturer narrative:
Philips investigated the complaint. A field service engineer (fse) inspected the system onsite and confirmed the reported issue. The fse found that the power distribution unit (pdu) fan tray and direct current power supply (dcps) were defective and replaced it. However, the issue still persisted. Further troubleshooting revealed a defective fuse on the power distribution unit. To resolve the issue, the fse replaced the fuse. The system was returned to use in good working order and ready for clinical use. An analysis of the log file showed a malfunctioning pdu fan tray and dcps, confirming the reported malfunction. The pdu fan tray was returned for failure analysis. Testing was performed, and it was identified that the interconnection board (pcba), the power supply unit, and its mains input cable were found to be defective. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.